Event description:
Hip was replaced on (B)(6) 2013, in (B)(6) 2017 I bent over and it dislocated, reset at emergency room and then had revision surgery in (B)(6) 2018 for a constraint liner, I have dislocated 3 more times from (B)(6) 2017 to (B)(6) 2018; 3 more surgeries and it's still not right.